Manufacturer narrative:
The complaint was confirmed based on the data log analysis. Per data log analysis, on (B)(6)2021, the gas system was successfully calibrated at 11:54:44. At 14:14:16 the fraction of inspired oxygen (fio2) was set to 1.00 (100%), and flow is set to 2.34 liters per minute (l/min). At 15:15:38 flow is increased to 4.43 l/min. At 15:17:19 the gas system reports 'o2 sensor and blender disagree' where the sensor is at zero and the blender is set to 100%. This will cause the reported 'gas system not calibrated' indication. The gas system is successfully calibrated again but it reports 'o2 sensor and blender disagree' three more times. Although the gas system was successfully calibrated, it did give an indication to the user that calibration was lost. The log confirms the complaint. During laboratory analysis, the product surveillance technician could not duplicate the reported issue. The oxygen (o2) sensor was successfully calibrated. Functional check showed no functional issues observed with the o2 sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify that the epgs would not calibrate. He replaced the oxygen (o2) sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed to calibrate. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.